Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device to pelvic or abdominal cavity') and perforation ('other organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria disability, medically significant and intervention required), perforation (seriousness criteria disability, medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was severely and permanently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device to pelvic or abdominal cavity') and perforation ('other organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria disability, medically significant and intervention required), perforation (seriousness criteria disability, medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headache"), fatigue ("chronic fatiue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was severely and permanently. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. B72576) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic discomfort, allergy to nsaids, smoker, asthma, parity 2 and gravida ii. The patient had a family history of breast cancer (aunt from her father's side.). As concurrent condition the report mentioned pelvic pain female. The only concomitant product mentioned was naproxen (naproxen sodium). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced uterine perforation (seriousness criteria disability, medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria disability, medically important and intervention required), perforation (seriousness criteria disability, medically important and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was severely and permanently. The essure device was deployed on the right hand side and three trailing coils were noted. Unfortunately the left hand side was not as well visualized. It was felt that it was unsafe to carry on placing the left sided essure coil at this time and thus the procedure was abandoned. The patient was transported to the recovery room in stable condition. Given our failure to insert the left sided coil, the options were given to the patient for a reassessment and retrial of essure placement versus potential for filshie clip laparoscopic tubal sterilization. On (B)(6) 2014: cancelled tubal occlusion (left side). On (B)(6) 2015: laparoscopic sterilization with fishie clip. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: one fallopian tube has a proximally attached filsch clip (5.2 cm x 0.4 cm). This fallopian tube has a light to dark tan congested surface. Cross sections reveals an (essure) spring occupying the length of the tube lumen. This is removed prior to sectioning. No other abnormality is noted. The second fallopian tube (4.8 cm x 0.4 cm) is light to dark tan. Cut sections are unremarkable. The separately received filsch clip measures 1.2 cm x 0.4 cm x 0.3 cm. Fallopian tube with attached filsch clip from proximal to the fimbriated end 3-4 fallopian tube without clip from the proximal to fimbriated end. Diagnosis: fallopian tubes (bilateral salpingectomy'): fallopian tubes with clip and essure device areas 0£ birefringent material/calcification. Fallopian tube seen in cross section without significant abnormality. Separate clip. [Ultrasound pelvis] on (B)(6) 2018: the patient indicates that she only has one essure device. Indication: right pelvic pain - has essure. Contraception, heavy vaginal bleed. Summary comments: 5.5 cm hemorrhagic cyst in the left ovary. [Ultrasound scan] on (B)(6) 2018: both transpelvic and transvaginal examinations were performed. Impression: no significant abnormalities identified in the pelvis. The most recent follow-up information incorporated above includes data received on: 07-may-2024: medical record received. Lot number & expiration date added. Lab data including (surgical pathology report) added. Medical history, concomitant conditions were added. New reporters were added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. B72576) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic discomfort, allergy to nsaids, smoker, asthma, parity 2 and gravida ii. The patient had a family history of breast cancer (aunt from her father's side.). As concurrent condition the report mentioned pelvic pain female. The only concomitant product mentioned was naproxen (naproxen sodium). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced uterine perforation (seriousness criteria disability, medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria disability, medically important and intervention required), perforation (seriousness criteria disability, medically important and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was severely and permanently. The essure device was deployed on the right hand side and three trailing coils were noted. Unfortunately the left hand side was not as well visualized. It was felt that it was unsafe to carry on placing the left sided essure coil at this time and thus the procedure was abandoned. The patient was transported to the recovery room in stable condition. Given our failure to insert the left sided coil, the options were given to the patient for a reassessment and retrial of essure placement versus potential for filshie clip laparoscopic tubal sterilization. On (B)(6) 2014: cancelled tubal occlusion (left side). On (B)(6) 2015: laparoscopic sterilization with fishie clip. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: one fallopian tube has a proximally attached filsch clip (5.2 cm x 0.4 cm). This fallopian tube has a light to dark tan congested surface. Cross sections reveals an (essure) spring occupying the length of the tube lumen. This is removed prior to sectioning. No other abnormality is noted. The second fallopian tube (4.8 cm x 0.4 cm) is light to dark tan. Cut sections are unremarkable. The separately received filsch clip measures 1.2 cm x 0.4 cm x 0.3 cm. Fallopian tube with attached filsch clip from proximal to the fimbriated end 3-4 fallopian tube without clip from the proximal to fimbriated end. Diagnosis: fallopian tubes (bilateral salpingectomy') : fallopian tubes with clip and essure device areas 0£ birefringent material/ calcification. Fallopian tube seen in cross section without significant abnormality. Separate clip. [Ultrasound pelvis] on (B)(6) 2018: the patient indicates that she only has one essure device. Indication: right pelvic pain - has essure contraception, heavy vaginal bleed. Summary comments: 5.5 cm hemorrhagic cyst in the left ovary [ultrasound scan] on (B)(6) 2018: both transpelvic and transvaginal examinations were performed. Impression: no significant abnormalities identified in the pelvis. The following amendment was made: correction upon internal review: the company causality comment was updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. B72576) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic discomfort, allergy to nsaids, smoker, asthma, parity 2 and gravida ii. The patient had a family history of breast cancer (aunt from her father's side.). As concurrent condition the report mentioned pelvic pain female. The only concomitant product mentioned was naproxen (naproxen sodium). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria disability, medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria disability, medically important and intervention required), perforation (seriousness criteria disability, medically important and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019 at the time of the report, the outcomes for uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was severely and permanently the essure device was deployed on the right hand side and three trailing coils were noted. Unfortunately the left hand side was not as well visualized. It was felt that it was unsafe to carry on placing the left sided essure coil at this time and thus the procedure was abandoned. The patient was transported to the recovery room in stable condition. Given our failure to insert the left sided coil, the options were given to the patient for a reassessment and retrial of essure placement versus potential for filshie clip laparoscopic tubal sterilization. On (B)(6) 2014: cancelled tubal occlusion (left side) on (B)(6) 2015: :laparoscopic sterilization with fishie clip. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: one fallopian tube has a proximally attached filsch clip (5.2 cm x 0.4 cm). This fallopian tube has a light to dark tan congested surface. Cross sections reveals an (essure) spring occupying the length of the tube lumen. This is removed prior to sectioning. No other abnormality is noted. The second fallopian tube (4.8 cm x 0.4 cm) is light to dark tan. Cut sections are unremarkable. The separately received filsch clip measures 1.2 cm x 0.4 cm x 0.3 cm. Fallopian tube with attached filsch clip from proximal to the fimbriated end 3-4 fallopian tube without clip from the proximal to fimbriated end. Diagnosis : fallopian tubes (bilateral salpingectomy') : fallopian tubes with clip and essure device areas 0£ birefringent material/ calcification. Fallopian tube seen in cross section without significant abnormality. Separate clip. [Ultrasound pelvis] on (B)(6) 2018: the patient indicates that she only has one essure device. Indication: right pelvic pain - has essure contraception, heavy vaginal bleed. Summary comments: 5.5 cm hemorrhagic cyst in the left ovary [ultrasound scan] on (B)(6) 2018: both transpelvic and transvaginal examinations were performed. Impression: no significant abnormalities identified in the pelvis batch no. B72576, production date: 2013-09-24, expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.